Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified right peroneal artery. After one inflation of the 3.0 x 120 armada 14 balloon catheter, the balloon ruptured at 12 atmospheres. The balloon catheter was then removed from the patient and the balloon angioplasty was successfully completed without the need to use another balloon catheter. Reportedly, the balloon catheter was prepped per the instructions for use without any issues. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.